Manufacturer narrative:
Continuation of d10: product ID 3389-40 (lot: 0223313071); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced cellulitis of the surgical wound due to manipulation. Signs of infection, including redness, heat, and itching, were observed at the device implantation site in the left retroauricular and left infraclavicular regions. The patient was treated with rifampicin, omeprazole, and daily dressings. Cellulitis was assessed as causally related to the implant procedure by the clinical events committee. The event resolved without sequelae.